Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a bad legacy drawer board. The field service engineer replaced drawer and retractor band to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system rh-c54a aux 6 b3 not detected on bus caused a delay in retrieving medication to patient. The customer added that this malfunction occurred during the user retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.